Event description:
The device was used during an unspecified procedure. Reportedly at the device's distal part, at the jaws, there is a screw that sticks out. Consequently when the surgeon moves away the device from the patient it catches the tissue. No bleeding or lesioning occurred. The hospital has reported no injury to the patient.